Event description:
Pt had a drug administration system placed by another medical facility (but was not able to control the pain). Catheter which had intended to be intrathecal was probably epidural and the tip of the catheter had broken off into the disk space; subsequently no medication was geting into the subarachnoid space. Pt brought to or to revise catheter. Nothing removed. New catheter placed into the intrathecal space at the l2-3 level and then advanced up to the t10 level with good flow of spinal fluid. The old catheter produced immediate radiation of pain into the tailbone area.